Manufacturer narrative:
Per regulation EU (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one haptic was found to be missing which the surgeon thinks was broken in the cartridge itself. The lens had to be removed from the patient's eye and a new one inserted. The issue was identified after implantation/application which the lens was fully inserted. Through follow up we learnt that patient outcome was good. No further information was reported.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer on: 9th may 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received taped to the handpiece tray. The original handpiece was received as well. The lens was removed from the tape and cleaned; revealing that it had been cut in half and that one haptic was detached (missing). The handpiece was inspected and no issues were identified that could contribute to a detached handpiece. The complaint issue "dc-haptic detached" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.